Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v126330, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot # v126330, implanted: (B)(6) 2008, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 64001, lot # n442176, implanted: (B)(6) 2014, product type adapter; product ID 64001, lot # n442176, implanted: (B)(6) 2014, product type adapter; product ID 37651, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was off again and the clinician programmer was used to turn it back on. They had tried to read the ins on the date of this report when the patient had gotten up and the programmer showed the ins was off. The patient was unable to turn the ins on with the programmer so they had gone to their healthcare professionals and they were not able to turn it on either with the patient programmer but they were able to turn the ins on with the clinician programmer. The patient had had a return of symptoms on the date of this report and that was why they had checked the ins with the programmer. The patient had charged the ins the night prior to the date of this report and it had shown the battery was 75% charged and when they had turned it back on the date of this report it showed 75%. The patient was unaware of the power on and off on the recharger. They had not thought that the patient had accidently hit the power off button on the recharger. No outcome was provided. Further follow-up is being conducted to obtain this information.